Event description:
It was reported the patient never had therapeutic effect and stimulation in the wrong location. It was noted a lead revision was being scheduled. It was further noted that impedance testing, x-rays, and reprogramming had been done. Additional information received reported the patient¿s lead revision had not been scheduled yet. Additional information received reported the patient was scheduled for a lead revision on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient did well during the revision. It was noted the manufacturing representative would be meeting with the patient on 2014-(B)(6) for their first post operation appointment. Additional information received reported the patient had two peripheral leads and two electrodes on each lead had impedances out of normal ranges and were not usable. It was noted the manufacturing representative programmed around the electrodes. It was further noted the patient¿s stimulation amplitudes were increased and the patient was receiving effective therapy. The reporter stated the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).